Event description:
Lead revision surgery occurred and high lead impedance was confirmed in pre-op. Lead impedance was normal after the lead was replaced. The explanted device was discarded by the manufacturer.

Event description:
High impedance was observed on a patient's generator. The patient reported no pain or discomfort and it is not believed that any trauma or manipulation of the generator site had occurred. The patient's device was programmed off after discovering the high impedance and x-rays were ordered. The patient was also referred for surgery. No high impedance had been detected by the neurologist prior to (B)(6) 2016. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Model #, corrected data: the model number was inadvertently not provided on the initial report.

Manufacturer narrative:
Describe event or problem, corrected data: it was inadvertently not provided that diagnostics identified high lead impedance on the date of surgery with the previous generator relevant tests/laboratory data, corrected data: diagnostics and settings data were inadvertently not provided in the initial report. Device serial #, corrected data: the device serial number was inadvertently not provided on follow-up report #2. Date received by manufacturer, corrected data: the date the diagnostics and settings were received was inadvertently provided incorrectly in the initial report, when the date should have been provided as 08/12/2016.

Event description:
A review of the manufacturer¿s in-house programming history database on 06/27/2017 identified additional data from the date of surgery for the previous generator. On (B)(6) 2016 the device was interrogated by the company representative and found to be at to zero output currents due to end-of-service. A system diagnostic was performed by the company representative and resulted in high impedance. The device was then programmed on again and system diagnostics were performed and resulted in high impedance. On the previous available visit (B)(6) 2015 system diagnostics were performed with results within normal limits.

Manufacturer narrative:
Device serial number, corrected data: the serial number of the suspect device was inadvertently provided incorrectly on follow-up report #4. Device expiration date, corrected data: the expiration date of the suspect device was inadvertently not provided on follow-up report #4.

Manufacturer narrative:
Event description, corrected data: it was inadvertently provided in follow-up report#3 that ¿the explanted device was discarded by the manufacturer¿, but the report was intended to state ¿the explanted device was discarded by the explant facility.¿

Event description:
The explanted device was discarded by the explant facility.

Event description:
High impedance of over 10,000 ohms was seen with the patient's device. X-rays were ordered. Per hospital policy the x-rays will not be sent to the manufacturer when they are taken. No surgical intervention has occurred to date. No other relevant information has been received to date.